Event description:
A patient service representative (psr), who was with (B)(6) male patient, contact zoll customer support to report that the replacement charger/modem would not recognize a battery. The psr was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been transistor on the bedside board was shorted and the battery board was contaminated. The cause of the inability to recognize a battery is the shorted q1 transistor and contaminated battery board. The root cause of the shorted q1 was unable to be positively identified. The root cause of the contaminated battery board was unable to be positively identified but was likely due to liquid ingress of an unknown contaminant. No adverse event resulted from the defective component. The patient was issued a replacement charger/modem.